Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator did not produce a waveform. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device did not produce a waveform. Based on the information provided, the reported issue was due to a faulty lead wire. The customer resolved the issue by replacing the lead wire. The device was returned to use, and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6), 2017. The end of life (eol) is scheduled globally to end on (B)(6) 2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the reported problem was due to a faulty lead wire. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer resolved the issue by replacing the lead wire. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.